Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer gave a bolus and there was not enough in the reservoir. Customer was not sure if it gave her all of it. Customer stated that she changed her set. Customer's blood glucose level was 229 mg/dl. Customer cannot get to the home screen. Customer was advised to manually push plunger very slowly and the insulin did exit. Pump was working as designed. Customer was advised to go through the disconnect and reconnecting of the set. Customer was advised to prime by hand before the set change. Customer delivered 7.5 units. Customer stated that her belt clip broke. A replacement belt clip will be sent as a courtesy. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.